Event description:
The rptr stated the surgeon inserted and removed a single piece silicone lens, model # aa4204vf due to a torn capsule. Cause of the capsule tear is unk. But, the rptr stated the event was no prod related. A vitrectomy was performed and another lens was inserted. Sutures were used to close the incision. This facility uses a competitors phacoemulsification sys.

Manufacturer narrative:
Eval: results: an iol work order search was performed and no similar complaints were found. A cartridge lot# search was performed and no similar complaints were found.